Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo_12.6 implantable collamer lens, of diopter -9.0, into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a same model but longer length lens due to low vault without rotation. This resolved the problem. Cause of event was reported as unknown.